Event description:
It was reported by the tm the unit is still having blurriness/fuzziness towards the bottom middle of the screen. Verified probe cord is no where near rfid reader. The tm has tried various settings and got it to go away at minimum brightness. But it gets worse with increased brightness. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.